Event description:
It was reported that a revision surgery took place due to a fractured humerus at the level of the distal ascend flex stem. It was a periprosthetic humeral shaft fracture in a female patient with ra. Only the humeral components were removed at the first revision. The primary glenoid implants were left in place.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. The opinion of the medical expert was requested on this case despite the limited information provided, and stated as following: this event ¿is most likely due to very poor bone quality and possibly due to infection" (rheumatoid arthritis, combined with female sex and age). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Manufacturer narrative:
This device was found to be concomitant during the investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported that a revision surgery took place due to a fractured humerus at the level of the distal ascend flex stem. It was a periprosthetic humeral shaft fracture in a female patient with ra. Only the humeral components were removed at the first revision. The primary glenoid implants were left in place.